Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and customer's husband reported via phone call that the customer had experienced high blood glucose. Customer¿s blood glucose was over 600 mg/dl. It was reported that the insulin pump was off and did not get any alarms. It was reported that the time and date were wrong. The pump had low battery, power error 23, and battery loss alarms in the alarm history. The customer stated they were able to clear the power error alarm and were able to complete the rewind process. The customer treated their high blood glucose with manual injection. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.